Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. It was reported that the patient needed a pericardiocentesis. They stated that they were informed that when the patient had a transthoracic echo post-procedure that there was blood in the pericardium. They stated that an unknown amount of fluid was removed. Physician¿s opinion on the cause of this adverse event is that it was procedure related. The outcome from the adverse event was reported as improved. Patient required extended hospitalization because of the adverse event, details unknown. The flow setting for the irrigated catheter was a thermocool® smart touch® sf bi-directional navigation catheter (8ml/min and 15 ml/min, power dependent). Correct catheter settings were selected on the smartablate generator and the pump switching was from ¿low¿ to ¿high¿ flow during ablation. A transseptal puncture was performed, with a bayliss nrg. Prior to noting the cardiac tamponade, ablation had already been performed. No evidence of steam pop. The event occurred after end of procedure. No error messages observed on biosense webster equipment during the procedure. All of the force visualization features were used. Parameters for stability for the visitag module was range: 3mm, time: 3 sec, force over time of 25% 3g, tag size: 3mm. No additional filter used with the visitag. Color options used prospectively was impedance drop.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).